Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the jaws on device were difficult to open and close. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. After several requests, the device was not received for analysis.